Event description:
The patient had a primary knee surgery on (B)(6) 2020. On (B)(6) 2022,the patient came in reporting pain due to a tibial plateau fracture and the cause is unknown. The surgeon revised the femur, tibia, and insert. The surgery was completed successfully. On (B)(6) 2024, the patient came in reporting tibial pain and the cause is unknown. The surgeon revised the tibial tray and insert. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 28 march 2024. Lot 2000788: (B)(4) items manufactured and released on 26-may-2020. Expiration date: 2025-05-14. No anomalies found related to the problem. To date, 15 items of the same lot have been sold with no similar reported event during the period of review. Additional involved implant. Batch review performed on 28 march 2024 on gmk-revision 02.07.0217scf fixed tibial insert semiconstrained s.2 / 17 mm (k103170) lot. 189527. Lot 189527: (B)(4) items manufactured and released on 22-feb-2019. Expiration date: 2024-02-12. No anomalies found related to the problem. To date, 18 items of the same lot have been sold with no similar reported event during the period of review.